Event description:
The customer reported, the system failed to boot. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The workstation boards were reseated and the cpu replaced. The system was then found to be operating as intended.